Manufacturer narrative:
(B)(4).

Event description:
The receiver data log was reviewed on 02/22/2016. The complaint of a loss of connection was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report a loss of connection between the transmitter and smart phone that occurred on (B)(6) 2015. Patient's connection was restored on the phone and the patient was advised to monitor for patterns that may arise. At the time of contact, no injury or medical intervention was reported.